Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. At approximately 11:30 pm on (B)(6) 2019 after the family was in bed asleep, the mother¿s alarm on the follow app went off for a low value of 53 mg/dl. She went to the patient¿s room to wake him up and provide some juice. However, within 1 minute after she arrived, he started to have a seizure and was unable to drink the juice. Due to the urgent situation the mother did not stop to check a bg. She called 911 and the patient was taken to the hospital by ambulance. The emergency medical technicians (emts) started intravenous therapy and gave him glucose. At the hospital he had full lab work and a computed tomography scan (CT scan). Once he was awake his memory was foggy, which his endocrinologist indicated would likely be temporary. The emergency room staff did frequent bg checks and the cgm was calibrated several times. At 3:00 am, a comparison check showed the bg was 101 mg/dl while the cgm was showing 137 mg/dl. In the ER the patient was treated with IV glucose, toradol for headache, and an anti-nausea medication as he was very sick to his stomach and unable to drink. He was eventually able to drink some apple juice and eat a few bites of pudding but felt ¿wiped out¿ and just wanted to sleep. He was discharged from the ER at about 5:30 am with his glucose back in range. The endocrinologist later told the mother that the cgm value of 53 mg/dl at the time of the seizure was likely inaccurate and that the bg was likely much lower to have caused a seizure. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.